Event description:
It was reported that this right ventricular (rv) lead was intermittently pacing and had a decrease in impedance and amplitude. This was causing the patient to be short of breath. When a threshold test was performed, there was noise on the channel. It was found that the threshold was too high for the auto capture feature. The threshold was changed. Additional information was reported, indicating that this rv lead was found to be dislodged. During the revision procedure, the lead was difficult to position, and the helix was difficult to retract, after 50 to 75 turns. The helix would not extend again. The lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.